Manufacturer narrative:
Nevro is awaiting prognosis of the patient's condition.

Event description:
During a routine follow-up, it was reported to nevro that the patient presented to the hospital after experiencing numbness in her neck, right arm, and right leg. Stimulation was turned off; however, the numbness did not dissipate. The patient is currently in a rehabilitation facility.

Manufacturer narrative:
Follow-up indicated that the patient's device continues to be off but the numbness is still present. The patient does not plan to turn stimulation back on. The patient will discuss options with her provider to address her other medical issues.